Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Concomitant product: dtba1d1, crt-d, implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead was not sensing, had no capture and exhibited high thresholds. The lead was later revealed to have dislodged. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.